Event description:
Tech alleged that the cardio pulmonary resuscitation lever does not lower the head section. No pt impact.

Manufacturer narrative:
The tech found the cardio pulmonary resuscitation valve seat is stuck in the port. The tech replaced the cardio pulmonary resuscitation valve to resolve the issue.